Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had a poor storage (bathroom cabinet). Manufacturer contacted customer within 24 hours call;customer informed feel very well that was at the hospital as precaution;customer was told no eating enough carb to override that the medicine is absorbing,customer tested at the hospital three times obtaining low results(65mg/dl,69mg/dl,63mg/dl;customer received as treatment something to eat and blood to get up energy's body.

Event description:
Glucose test result range is 75 to 125 mg/dl. The customer reported symptoms of weakness and disorientation. The customer provided that have had recent changes to medication, and have not been following recommended diet. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 63 mg/dl. Medical attention is reported on (B)(6) 2016 at 11:30pm, as a result of the actual blood glucose results and reported symptoms. The customer went to the hospital as a precaution and the blood glucose was tested upon arrival; which produced results of 65 mg/dl, 69 mg/dl, and 63 mg/dl. The customer's medication doses were adjusted and was released on (B)(6) 2016 after the blood glucose levels were stabilized. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 69mg/dl (B)(6) 2016 12:01pm fasting: no; the 60mg/dl (B)(6) 2016 11:35pm fasting: no; the 69mg/dl (B)(6) 2016 09:39pm fasting: no; the 102mg/dl (B)(6) 2016 10:15pm fasting: no; the 144mg/dl (B)(6) 2016 11:54pm fasting: no.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage (bathroom cabinet) or customer had low glucose value. Manufacturer contacted customer within 24 hours call;customer informed feel very well that was at the hospital as precaution;customer was told no eating enough carb to override that the medicine is absorbing, customer tested at the hospital three times obtaining low results(65mg/dl,69mg/dl,63mg/dl;customer received as treatment something to eat and blood to get up energy's body.

Event description:
Glucose test result range is 75 to 125 mg/dl. The customer reported symptoms of weakness and disorientation. The customer provided that have had recent changes to medication, and have not been following recommended diet. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 63 mg/dl. Medical attention is reported on (B)(6) 2016 at 11:30pm, as a result of the actual blood glucose results and reported symptoms. The customer went to the hospital as a precaution and the blood glucose was tested upon arrival; which produced results of 65 mg/dl, 69 mg/dl, and 63 mg/dl. The customer's medication doses were adjusted and was released on (B)(6) 2016 after the blood glucose levels were stabilized. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 03/09/2016. The meter memory was reviewed for previous test result history: (B)(6).